Event description:
It was reported that the user was unable to complete the left-to-right swipe to unlock the ilet pump, and the issue resolved after the device was restarted via the ilet app. Symptoms included no reported clinical effects. Outcomes included no alarms, no adverse events, and no need for medical care. Investigation included customer troubleshooting and education conducted remotely, including a guided restart. Investigation of this case revealed a transient unresponsive touchscreen behavior that resolved with a reboot, consistent with a temporary user interface responsiveness issue on the pump. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent software or user interface anomaly that was mitigated by restart.